Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.